Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported walking through a bean field and exposing the insulin pump to moisture. Customer stated the act button was stuck and the keypad became unresponsive after. It was found the button error alarm occurred after the keypad anomaly. The customer's blood glucose was 173 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with intermittent act button response due to corroded keypad traces. The insulin pump received with normal operating currents. The insulin pump was monitored and no battery out limit alarms occurred during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.